Manufacturer narrative:
(B) (4).

Event description:
The pt had some return of tremor. Impedances were greater than 2,000 ohms with 8-10mca. Settings were 2.6v, 90 pulse width, 135hz. Further info is being requested at this time.